Manufacturer narrative:
Technical services noted that air bubbles was the likely cause of the reported clinical observations. Further information from the filed representative noted that the issue was resolved and the system remains implanted.

Event description:
Boston scientific received information that during a new implant procedure of this device the hospital monitor showed occasional non paced beats, it was not clear what the issue was, meanwhile the sensitivity was reduced and electrocardiograms were sent for review to technical services. It was confirmed that after the right ventricular lead was inserted into the device header noise/oversensing was seen on the right ventricular channel, and the physician re-inserted the lead and the noise/oversensing disappeared.